Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a thick flap of the right eye following lasik flap creation. Additional information received; the patient was doing well at her one day post postoperative visit. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. At the visit on site the technical support reviewed the system performance with local field service engineer (fse) for three days prior to surgery and found no significant issues and the system was within system specifications. The reported events could not be reproduced. Clinical has worked extensively with the surgeon and has adjusted settings to minimize his rainbow glare, suction and inconsistent flap thickness issues without success. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).